Event description:
A lower than expected immulite 2500 hcg result was obtained on a pt who was pregnant. Upon retest the hcg result was much higher and more aligned with the patients condition (pregnant). The sample was also run diluted to confirm the higher result. The discrepant result did not alter pt treatment. There was no report of adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate the cause for the discordant hcg result is unk. The instrument is performing within specifications. No further eval of the device is required.